Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: visual inspection: the drill bit ø1 l46/34 2flute (p/n: 513.005, lot #: f-29387) was received at us cq. Upon visual inspection, the drill bit was observed to be broken and the broken fragment was not returned. The reported condition of embedded device was not confirmed as no post operative images/x-rays were provided. No other issues were identified with the device. Document/specification review: the following drawing(s) (current and manufactured to) was reviewed. No design issues or discrepancies were found during this investigation. Investigation conclusion: this complaint could be confirmed as the drill bit was identified to be broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a phalanx osteosynthesis procedure, the drill bit broke. Procedure was successfully completed using a back up device. No patient consequence. This report is for one (1) drill bit ø1 l46/34 2flute. This is report 2 of 2 for (B)(4).